Manufacturer narrative:
D4 UDI: "not distributed in USA", because products are not distributed in USA products, but similar device product are listed in USA. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the suction channel clogged. Based on the result, we concluded that it was caused due to the inadequate/insufficient reprocessing at the facility on the suction channel. In addition, our technician confirmed that the plug to cable attaching base broken, the down pulley wire stretched, the angle wire play, the ccd drive pcb corroded, the electrical pin connector corroded, the nozzle gluing missing, the remote control buttons cut, the root brace rubber (lg connector) cut, the body cover grip scratched, the aft suction tube dirty, the bending rubber worn out, the left pulley wire worn out, and the light guide cable worn out; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0588(channel)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Operation/suction channel clogged.